Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Complications: possible complications of the use of the orbera® system include: abdominal or back pain, either steady or cyclic. Balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "blue urine, abdominal pain." Deflated balloon was removed and replaced.

Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned balloon. The balloon shell was noted to be discolored, as it was green in appearance. Black particulate matter was noted in the valve channel. A large tear was noted to be covering approximately 40% of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 40% of the balloon shell. Under microscopic analysis, the apparent origination point of the large tear on the posterior portion of the balloon shell was noted to have striated edges, consistent with damage from a surgical tool. Four openings were noted on the anterior portion of the balloon shell. All openings on the anterior portion of the shell had striated edges, consistent with surgical damage from device removal activities. Several non-penetrating nicks/marks were noted on the outer surface of the balloon shell. Blue, yellow, and white particles were noted on the inner surface of the valve channel.